Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and a stability testing review. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Stability testing was performed with calibrators run in duplicate, quality controls in replicates of nine, and quality control panels in single replicates. Acceptance criteria were met for the reagent lot, which indicate acceptable product performance. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). See also manufacturer report number 3002809144-2014-00025 for the same data, lot number 10310up00.

Event description:
The customer observed falsely elevated active b12 results for 5 patients on the architect i2000sr analyzer. The following data was provided in pmol/l: patient 1: 79.6, 48.9 (63% shift); patient 2: 16.7, 11.6 (44% shift) ; patient 3: 41.0, 28.1 (46% shift); patient 4: 38.4, 27.3 (41% shift); patient 5: 26.7, 19.0 (41% shift). The retest data was performed 3 days later with a new reagent lot (10311up00) after the customer saw a shift in their controls. There was no impact to patient management reported.